Event description:
Dr., facility alleges kinks in medisystem line is suspected cause of problem. Pt was hospitalized for hemolysis and pancreatitis following treatment. No further complications were reported.